Event description:
The md was introducing the tip of catheter in the patient when the tip came off the instrument after during insertion into the patient prior to the stent deployment. The tip was retrieved and another stent was successfully placed.